Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving saline (pfns, pbs) of an unknown concentration at a minimal dose rate via an implantable pump. It was reported that a new full pump implant was completed on (B)(6) 2024 for cancer pain. Due to swelling/seromaof right flank, where catheter tunnelling was completed in two parts, exploration of area occurred on (B)(6) 2024 under local anesthetic to review for potential catheter damage in operating room with a neurosurgeon. The healthcare provider was to add a new spinal aspect of catheter if required. Upon opening of the wound however, there was no obvious sign of catheter damage via local suture. It was further indicated that the fluid was likely from spinal aspect or local tissues. The incision was closed as no immediate catheter revision was required. The catheter remained implanted and in-service. Factors that may have led or contributed to the issue were unknown. Further intervention was pending further investigation if there were ongoing problems. The issue was indicated as having been resolved as of (B)(6) 2024. The patient was without injury regarding their status as of (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0227847272 serial# implanted: (B)(6) 2024 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: (B)(6) 2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.